Event description:
It was reported that the device is bent. There was no delay and no patient injuries reported. There was not a backup device available.

Manufacturer narrative:
An evaluation was performed by the supplier and could confirm the customer complaint for the device is bent. A visual inspection was performed and showed the scope to be severely bent with internal cracked lenses. This damage is caused by contact with another source. No manufacturing related defects were observed.